Manufacturer narrative:
A investigation was performed was performed as described below: - DHR review. A full review of the device history record for this device has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. - video review: additionally, review of an in process video taken after loading of the main body and proximal extender devices was reviewed. This video acts as a record that the device meets the inspection requirements for a loaded implant. This video confirmed that the devices were packed into the delivery systems in accordance to company work instruction 211, inspection of packed sg-hbb and sg-hpe devices. - case review (including sizing sheet and scan review where required): the initial procedure was performed on (B)(6) 2015. It was identified that the peak of the fishmouth was covering the right eia during the initial procedure however, final angiography did not show any issues regarding the patency of the right external or internal iliac artery and the procedure was completed. On (B)(6) 2015, the patient visited the hospital for 1 month follow up, when it was identified that the right external iliac was occluded. The patient told the clinician that something felt wrong and claudication was identified. It is likely that the final angiography showed no issues regarding the patency of the right external or internal iliac artery due to the patient being heparinised during the procedure. In cases where there is excessive oversizing, it is anticipated that over a couple of months post procedure, occlusion can occur as a result of formation of blood clots in the narrowed limb. Further information received on the (B)(4) 2015 confirmed a re-intervention was performed on (B)(6) 2015 to resolve the occlusion. The procedure involved removal of thrombus by the fogarty catheter and the insertion of 2 bare stents (epic boston). One epic stent (60mm length × 12mm diameter) was placed in the proximal portion and the other epic stent (100mm length ×10mm diameter) was placed in the distal end portion. Final angiogram revealed patency had been restored however; there was a problem with the blood flow through the ipsilateral leg when examined by use of an ultrasonic blood flow meter. A fem-fem bypass was performed which seemed to correct the blood flow. The procedure was successfully completed. The clinician indicated that the main body was placed shorter than planned and therefore the physician extended the main body ipsilateral limb with an additional limb. The right external iliac had a diameter of approx 8mm and the additional limb, which was 16mm in diameter (sg-hbl-73-16-a16-20), was landed within the narrow section of the external iliac and was therefore unable to fully expand due to excessive oversizing. This caused partial occlusion of the right external iliac and over time led to formation of a blood clot and occlusion of the right external iliac artery. Lombard medical's instructions for use advises to oversize leg components by 10-20%. In this case, the additional leg component was oversized by approx. 100%. There is no information to suggest malfunction of the implant. The DHR review and video reviews are acceptable, and therefore confirm that all inspection and manufacturing activities met specifications. The stent graft has performed as intended. No further investigation is required. - IFU review: patient selection and treatment: · proper sizing of the aorfix aaa flexible stent graft system is the responsibility of the physician. · each aorfix aaa stent graft must be ordered in a size appropriate to fit the patient's anatomy. Physicians should use adequate diagnostic techniques, including CT imaging, to evaluate fully the individual needs of the patient. · the stent graft components should be oversized to be larger than the vessel's inner diameter; aortic components should be oversized approximately 10-30% and leg components by 10-20%. Potential adverse events related to the procedure or implant malfunction include, but are not limited to: · loss of stent graft function arising from, for example, improper component placement or deployment, component migration, occlusion, infection, loss of integrity requiring surgical revision, perforation and endoleak; · ischemic losses arising from, for example, planned or inadvertent occlusion of branch vessels including complications to systems such as: hepatic, gastric, splenic, bowel, neurologic, genitourinary and musculoskeletal. Therefore, no updates are required to the IFU. - risk analysis: lombard medical's risk analysis includes occlusion (narrowing of the lumen) of the common iliac artery which becomes the external iliac artery as a result of excessive oversizing. No further update is required. This event falls outside of lombard medical's risk analysis which makes the assumption that the patient is selected in accordance to the indications and contraindications for use and the device has been appropriately sized for the patient. In this case, the additional limb implanted was excessively oversized. The current event rate is within clinical expectations. - conclusions: this event falls outside of lombard medical's risk analysis however lombard medical will continue to track and trend in accordance to quality system procedures. Lombard medical now intends to close this complaint file. Device was not returned to the company.

Event description:
The original procedure was performed on the (B)(6) 2015. When the patient visited the hospital on (B)(6) for 1 month follow up, the limb occlusion was found. The patient told the clinician that she had already felt something was wrong in the hospital. The measured abi was 0.6 for the right and 1.01 for the left. The patient showed claudication for 20m. Further information was received on the (B)(4) 2015 confirming the re-intervention was performed on (B)(6) 2015, with two bare stents (epic boston) being implanted in the occluded part after removing the thrombus by the fogarty catheter. Final angiogram revealed patency had been restored; however, there was a problem with the blood flow through the ipsilateral leg when examined by use of an ultrasonic blood flow meter. A fem-fem bypass was performed which seemed to correct the blood flow. The procedure was successfully completed. (B)(4).